Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized in 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt experienced a weeping, red rash under the adhesive border. The pt experienced the condition during a period of ten days prior to complaint receipt. Treated with stomahesive powder and no sting skin barrier. Pt outcome was not noted.